Event description:
Elderly male with history of diabetes and coronary artery disease. Scheduled for heart catheter percutaneous intervention, proximal right coronary artery, rotational atherectomy, balloon angioplasty and stent placement. When tested, the dynaglyde button worked, when used during the procedure, the dynaglide would not move in and out. No known harm to the patient, another device used.